Event description:
The surgeon reported a disc space infection. Schedule revision for (B)(6).

Manufacturer narrative:
Device was explanted on (B)(6) and sent out for pathology eval. Results of the eval showed heavy propionibacterium acnes. The device has not yet been returned to amedica for mechanical eval.